Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of "172 and 196 mg/dl" compared to feelings/normal results. A control solution test was out of range. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.